Manufacturer narrative:
The reported issue that the pca pump module failed the closed knob test during preventative maintenance could not be confirmed; no product or device logs were returned for investigation. The last performed servicing recorded on (B)(6) 2020 was not associated with a report of failing for closed knob test or having recorded service repair associated with the knob. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The pca module is used for treatment. The file may be closed based on the above facts. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Pca module failed closed knob test. No product returned. It was reported that the pca pump module failed the closed knob test during preventative maintenance. Pump maintenance included: replaced linear sensor, right iui connector, rear case, and latch module. Calibration was performed and the module passed all tests. There was no further information provided.